Manufacturer narrative:
Date of event: unknown. Bd received samples from the customer facility for investigation. Bd pas acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4).

Event description:
It was reported that bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes had underfill or low draw. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: a DHR review was conducted, and no issues were identified. No changes were made to the investigation or closure tabs.

Event description:
It was reported that bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had underfill or low draw. No serious injury or medical intervention reported.